Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years post filter deployment, computed tomography revealed (CT), an inferior vena cava filter with tip just below the level of renal veins mid body l2. Filter prongs were at the level of l3-l4 disc space. One of the prongs abutted the abdominal aorta seen best on coronal image. Multiple prongs extended outside the wall of the inferior vena cava with maximum distance of 9mm. Two of the prongs appeared extended into the posterior wall, third portion of the duodenum. One of the posterior prongs extend into the anterior body of the l3 vertebral body. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for the filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.